Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for having concurrent atrial arrhythmia that was classified as ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The device originally withheld therapy but later delivered inappropriate therapy after the waveform no longer matched. A follow up with the patient¿s healthcare provider yielded that the device continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.